Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 114 mg/dl. Customer was trying to give herself a bolus, but their numbers started to ramp up. Customer stated that when programming for the carbs, the up button kept ramping up. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
All buttons functioning properly. However, the insulin pump had moisture damage on the keypad traces. No unexpected numbers ramping during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked battery tube threads.